Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the device had illuminated its service led and had locked up during initial power on. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The device was returned to the customer unrepaired, per customer request.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, it was reported that the device had illuminated its service led and had locked up during initial power on. As a result, defibrillation therapy would not available, if needed. There was no patient use associated with the reported event.